Event description:
Pt sustained a 50.5% tbsa burn injury 6 days prior to event date as the result of a house fire. Pt also sustained inhalation injury. The pt was intubated and resuscitated per dr's standard protocol. On one day prior to event date, portions of the wounds were excised and 4 cassettes of transcyte were placed. On event date the pt exhibited signs of sepsis. According to the dr the pt was "colonized preadmission with mrsa" (pre study admission) and culture of the central venous catheter grow mrsa. There were no signs of local wound infections. The pt's condition continued to decline over the next three days and pt expired 3 days after event date. Dr believes there was no relationship to the use of transcyte.